Event description:
It was reported that the device exhibited high impedance. At implant, impedance measurements were within normal range. The physician opened the pocket and the lead easily pulled out of the device connector. The lead was reinserted and the set screw was reset.

Manufacturer narrative:
No medwatch form was received.